Event description:
During a mitraclip procedure, after the second mitraclip was placed, an aortic dissection was detected on ultrasound which required an ascending replacement and bypass graft to treat. The cause of the aortic dissection was the non-(B)(6) device (terumo sheath) inserted from the left groin. The non-(B)(6) device (terumo sheath) had been inserted into the artery so that ECMO could be introduced immediately if needed. Entry occurred in the abdominal aorta, and the dissection extended to the ascending aorta. The swartz braided transseptal introducer was used for the atrial septal puncture during which no issues were noted. There were no notable features in the patient's anatomy, the patient's medical history includes no surgery, dialysis. There were no clinical signs or symptoms due to the dissection for the patient, the patient remained hemodynamically stable. There were no performance issues with the swartz braided transseptal introducer. The hospital discarded the reported device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).